Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device displayed a longevity estimate of six years. However, three weeks later, the device had reached an explant indicator. A review of the device data revealed the device had declared elective replacement indicator (eri) due a charge time of twenty-two seconds. A boston scientific technical services consultant stated the device should be explanted. The device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. The device case was removed to facilitate the inspection of the internal components. Testing via an oscilloscope confirmed this device had an open connection in an internal component, resulting in the observed long charge times and resultant premature declaration of eri.